Event description:
It was reported that the stent would only deploy partially. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The stent and delivery system have been returned for evaluation and the investigation is currently underway.